Event description:
It was reported that following the implant of the spinal cord stimulator (scs) implantable pulse generator (ipg) the device would not charge. It was attempted to link the ipg to the remote control and to reset it using a magnet, however neither was successful. The patient underwent a procedure in which the ipg was replaced.

Event description:
It was reported that following the implant of the spinal cord stimulator (scs) implantable pulse generator (ipg) the device would not charge. It was attempted to link the ipg to the remote control and to reset it using a magnet, however neither was successful. The patient underwent a procedure in which the ipg was replaced.

Manufacturer narrative:
The ipg was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the implantable pulse generator, ipg instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. The IFU states that the charging distance between the charger and the ipg is between 0.5 cm to 2 cm. Centering the charger over the stimulator ensures the shortest charging time, and to make sure the charger is well ventilated and centered over the ipg if the patch is accidentally located in the wrong place or the charger belt moves out of alignment, the charger will start beeping, and to not confuse the end of charge signal, a distinct double beep, with the steady, continuous misalignment signal. Based on all available information, engineers are able to confirm the root cause of the event. The ipg was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint as failure to follow instructions